Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulty with inserting multiple cables into the usb port and subsequently experienced difficulty charging the pump battery. The customer's blood glucose level was 135 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.